Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was a broken catheter, separated after placement. The following information was provided by the initial reporter. The customer stated: "the head nurse of the outpatient infusion room reported that the patient had been injected two days before and went home with the indwelling needle, but the indwelling needle fell off without the catheter tube. No catheter tube was found after taking the film, so they don't know where it's broken. On 2021-12-26 received update from sales representative: the event description is updated as follows: "the patient's family underwent b-ultrasound examination, but no catheter was found at the puncture site, so the family left the hospital without further investigation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was a broken catheter, separated after placement. The following information was provided by the initial reporter. The customer stated: "the head nurse of the outpatient infusion room reported that the patient had been injected two days before and went home with the indwelling needle, but the indwelling needle fell off without the catheter tube. No catheter tube was found after taking the film, so they don't know where it's broken. (B)(6) 2021 received update from sales representative: the event description is updated as follows: "the patient's family underwent b-ultrasound examination, but no catheter was found at the puncture site, so the family left the hospital without further investigation."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1230279. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photographs were submitted of the affected device to aid in our investigation. Our engineers noted that the catheter tubing broke near the adaptor body. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Additionally, according to the description of events this device was successfully intubated for two days prior to the detection of the break. Based on the description of events provided by your facility and the available testing results from the retained samples, our engineers believe that the root cause for this event is not related to the manufacturing process. H3 other text : see h10.